Event description:
In 2005, the lay user contacted lifescan alleging that her fast take meter was reading inaccurately. The medical affairs specialist (mas) spoke with the pt two days later to obtain/verify info. The user said she takes actose 2 times per day. She obtained readings "like 5.0, 3.0, 7.0" (convert to 90, 54, and 126 mg/dl) on the reported meter at different times. She said she continued taking her diabetes medication and did not receive treatment. She said she talked with a diabetes supply co over the phone and told them the results on her meter. The supply co advised her to call lifescan regarding her meter. The customer care rep (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. It is unk if the lay user went into the set up mode and changed any of the settings. The meter and test strips were replaced.